Event description:
It was reported that after a percutaneous transluminal angioplasty procedure, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, when the (needle) plunger was deployed and removed there were no stitches (suture) attached to the end of the needle. The device was removed and a second proglide device was used to achieve hemostasis. As a result of the device issue the patient was reported to be sedated with fentanyl and medazepam. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as analysis of the device found that a posterior needle-to-cuff miss occurred. The link remained attached to the posterior foot, which would indicate the posterior needle did not enter the posterior foot pocket to couple and displace the posterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Reportedly the common femoral artery was mildly calcified. It should be noted that the instructions for use state under special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.